Manufacturer narrative:
Correction: h3 - not returned to manufacturer was inadvertently checked on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that all tests were passed and there were no other abnormalities, so the cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions, customer allegation could not be confirmed or duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center showed multiple communication scope errors (e200-e219-e216-b30). The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.